Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the liquid crystal display (lcd) had failed on the device. No part were replaced and the device was scrapped.